Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1009 indicative of capacitor discharge into the internal dump resistor exceeding the time limit of two seconds. Technical services (ts) was contacted and recommended immediate replacement and placing the device in electrocautery protection mode to turn tachycardia therapy off. This crt-d was explanted and successfully replaced. No additional adverse patient effects were reported.